Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the pump was successfully programmed back to the correct mode/dose with no other issues. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the patient hearing a non-critical alarm with a 1 hour interval when he pump was alarming for safe state (critical alarm, 10 minute interval) was not determined. The cause of the safe state was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml gablofen at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 the patient heard the pump alarming, the patient thought it sounded like a non-critical alarm that he heard every hour. It was reported that the hcp interrogated the logs and an attention dialogue box was seen that showed the pump was in safe state. The hcp stated she was unable to get to the logs and reported that all the flex programming was wiped out. The hcp confirmed that the logs showed safe state occurred at 13:33 on (B)(6) 2017. This was the only recent thing in the logs, the previous entries were from the patient's refill on (B)(6) 2017. The hcp programmed the 13 steps for the patient's flex programming. The hcp noted that the refill date was now different, the previous refill date was (B)(6) 2017 and now it appeared as (B)(6) 2017. The hcp confirmed that eri and other information, including total daily dose was consistent with previous programming. The hcp confirmed that the time and date on her clinician programmer was correct. The patient was to come in next week for a refill, so the hcp may just refill the patient today and then update the pump. The hcp confirmed that the critical alarm was set for every 10 minutes and the non-critical alarm was at 1 hour, and this was how the pump was always set. The hcp mentioned that the patient had an inr lab test yesterday, but nothing that would have electromagnetic interference (emi) to cause the safe state. No symptoms were reported and no further complications were expected or anticipated.